Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information from the rep indicated that the stimulator is working perfectly fine. No issues. They stated that the patient was not informed how to use their device properly. The rep taught the patient how to properly use the stimulator and patient is since doing great.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported that their l2 and l3 are shot. Patient stated that the stimulation is not really working currently. Patient noted that they were unaware that they had 3 settings that they could be using; patient mentioned that the mdt rep that was with them to turn their stimulator on did not inform them of this. Agent understood the settings to be the different groups and programs. Patient mentioned that they spoke to their mdt rep and the rep told them that the surgery rep was no longer with medtronic or a rep. Agent documented the reported information.

Manufacturer narrative:
B3: event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.